Event description:
A break in the retention dome during percutaneous removal. The indwelling period was 30 days. The dome portion was removed endoscopically.

Manufacturer narrative:
The complaint of a break was confirmed, and the damage appears to be user related. The gastrostomy tube broke just proximal to the dome. The plane of the break was perpendicular to the axis of the tubing. Impressions from forceps were visible at the break site, and in other locations along the gastrostomy tube. It was reported that the gastrostomy tube broke during removal. During removal, the gastrostomy tube is being stretched as tension is applied. If the material is nicked as the tube is stretched, the material will continue to tear, which can result in a complete break. The gastrostomy tube was most likely nicked when the tube was grasped with forceps. No defects related to the manufacturing process were found on the complaint sample. A chr was not completed since the lot information was not provided by the complainant.